Event description:
Procedure type: gastric bypass. According to the reporter: the anvil head would not tilt and it would not be released from the tissue. The doctor manually removed the device by force but noticed the discoloration at the anastomosis. For recovery, the anastomosis was operated on again by suturing to complete the case. The surgeon states the handle could be fully squeezed to the end. There was unanticipated tissue loss. There was unanticipated tissue damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).